Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4).

Event description:
The hospital reported that a leak of 99% or apnea alarm was displayed when the patient was ventilated in vni (non-invasive) mode. There was no reported patient injury.

Manufacturer narrative:
According to an engineering log review, the unit did not stop ventilation. Thus, the initial reported event was not reportable.